Event description:
It was reported that when using the bd pyxis¿ es server, the firewall caused messages to be blocked. It was discovered on the shn general atp that the hl7 listeners (epic and pyxis) were in a waiting status. Local technicians rebooted the computer and closed and reopened the hl7 windows without success. Parata technical support was contacted, and confirmed that the firewall had been re initiated, which caused messages from epic and pyxis to be blocked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer had communicated with hospital technical support, who confirmed that windows updates were managed by parata, as the workstation was supplied by them. The tss advised that if the firewall issue recurred, parata technical support should be contacted to intervene using administrative settings to disable the firewall. The system functioned as intended after the technical support specialist investigated the incident.